Event description:
It was reported that prior to starting a da vinci si surgical procedure, during set up, the surgical staff reported seeing a crack in the shaft of the mega suturecut needle driver instrument. The instrument was not used in the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of the black shaft has a cracked is confirmed. Main tube is broken roughly 3.5 below the distal tip. Tube is cracked around its circumference and is no longer straight as a result. Evidence not conclusive, but damage is likely due to mishandling/misuse. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.